Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications.

Event description:
This complaint was identified as reportable through a retrospective complaint review. It was reported that during patient use, a ventilator experienced an oxygen sensor calibration malfunction. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event.